Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported that the high definition autoclavable camera head was found to have a poor connection with the scope. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the device had a no-image issue due to a failing cable. This report is to capture the reportable malfunction of the missing image noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause could not be identified. However, it is probable that the lack of image was caused by a faulty cable. Olympus will continue to monitor field performance for this device.